Event description:
It was reported to philips that the system gave an alert indicating there was a built-in self-test error in the control module, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure completed without any delay by moving the table. The philips field service engineer (fse) visited system onsite and confirmed that the c-arm was unable to perform geometry movements. The review of system log files showed malfunctioning of control module. Upon troubleshooting, the fse decided to replace the control module. To resolve the issue, the fse replaced the control module, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported c-arm issue did not impact the completion of the procedure. The procedure was completed as planned on the same system by moving the table, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.